Manufacturer narrative:
Please note: the event date is unknown, therefore the previous month is used as the aware date. Investigation summary: with all the available information, boston scientific concludes the identified fluid leaks, pump activation issues could affect the functionality of the device as the device would not be functional after the system fluid was lost, therefore, resulting in a revision procedure to remove the device. Technical analysis: the cylinder, pump, and reservoir were returned for analysis to our post market quality assurance laboratory. Visual examination of the cylinders identified both cylinders had folds that indicated possible buckling of the cylinders in the proximal cylinder body. Cylinder 1 had a hole from avulsion in the outer tube which resulted in a small leak from wear against the kink resistant tubing (krt). Cylinder 2 had a hold at a corner of a fold which resulted in a small leak from wear at the fold. The krt was worn down to the filament. Both cylinders were not functionally tested due to the small holes in the cylinder bodies. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to unspecified reasons. The ipp was explanted. Analysis of the returned ipp identified a non-conformance that would impact device functionality.